Event description:
Reportedly, the subject pacemaker was explanted on (B)(6)2020 and replaced. The device remained in service for less than 6 years. The device was returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines. Electrical characteristics of the returned device were within specifications.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was explanted on (B)(6) 2020 and replaced. The device remained in service for less than 6 years. The device was returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines. Electrical characteristics of the returned device were within specifications.